Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off at the injection site and failed to deliver insulin. The following information was provided by the initial reporter, translated from chinese: "the patient's family members reported that no liquid medicine was found during insulin injection, and the needle connected to the injection pen was broken after the pen needle was removed""after confirming with customer, the broken issue occurred at the injection site, outside the body. Now the customer feels physically well."

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off at the injection site and failed to deliver insulin. The following information was provided by the initial reporter, translated from chinese: "the patient's family members reported that no liquid medicine was found during insulin injection, and the needle connected to the injection pen was broken after the pen needle was removed" "after confirming with customer, the broken issue occurred at the injection site, outside the body. Now the customer feels physically well."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-nov-2022. H6: investigation summary: one actual sample received, cannula is severely bent, obvious deformation and crush can be seen on hub. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Assembly auto line is with 100% vision inspection, this defect pen needle can be detected and scraped. Based on the investigation above, the certain cause cannot be concluded at this moment.